Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer (pp) display was showing "in the box" icon. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an appointment on (B)(6) 2015 regarding this event. The patient experienced pain regarding the inability to adjust stimulation. The issue was resolved with assistance from the manufacturer representative.